Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose level was unknown at the time of incident. Customer stated that the error occurred during self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 53 alarm found in the device history due to software error. Pump error 63 alarm (variable info=3) during self test and confirmed in the device history due to broken trace on keypad assembly.